Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet could not proceed because the user was unable to confirm drop detection, and the device became unresponsive to the on-screen prompt. Troubleshooting included verifying firmware status, force-quitting the mobile app, and restarting the system, which did not resolve the issue. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included shipment of a replacement device and reliance on an alternative insulin therapy until replacement arrival. Investigation included customer troubleshooting guidance and assessment of device function based on user feedback. Investigation of this case revealed a device malfunction consistent with an unresponsive user interface during the supply change workflow, with no patient injury reported. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.